Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 47 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.